Manufacturer narrative:
Eval results: incorrect technique/procedure (graft was inaccurately delivered by the user). Inherent risk of procedure (arterial and venous occlusion) eval conclusion: device failure related to user handling (graft was inaccurately delivered by the user).

Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. Vessel morphology was reported as severely tortuous anatomy, moderate aortic neck angulation and mild calcification. The physician was flowering the device and inadvertently pulled the stent graft down into the aneurysm. (MDR# 2953200-2008-00057). The physician elected to place an aortic cuff, and during the placement, the aortic cuff was placed to high covering the renal artery about 60 percent. The physician elected to place another aortic cuff to bridge the first aortic cuff with the bifurctated stent graft. The physician implanted a bare metal stent in the renal artery. No additional clinical sequelae were reported and the pt is fine.